Event description:
The report received from (B)(4) study indicated that the patient was enrolled in the study and had a precise 9 x 40 stent successfully implanted in the bifurcation of the right common carotid artery during the study index procedure. A 6 mm angioguard embolic protection device was used for the procedure. The report indicated that the patient experienced a neurological deficit after pre-dilation prior to leaving the angiography suite. The event was sudden with a duration of less than twenty-four hours (<24 hours) and recovery was full with no deficit. No emergent intervention or carotid surgery was required. This event was originally captured as a reversible ischemic neurological deficit and was not reportable at the time. The adjudication minutes review was received and the additional information indicated that the patient experienced a transient ischemic attack (tia) secondary to an air embolism as the precise stent was being positioned during the procedure. The patient had full recovery by the end of the procedure. The existing code of reversible ischemic neurological deficit will be changed to tia and remains not-reportable. The event of air embolism was added and is reportable as a serious injury. The patient had been transitioned into hospice with terminal diagnoses of chf and cad. Six months after the study index procedure, the patient expired due to congestive heart failure. The event was reported to be unrelated to the study device/procedure and was captured as a non-complaint.

Manufacturer narrative:
The patient was asymptomatic for the study index procedure. The target lesion was bifurcation of the right common carotid artery. The lesion was reported to be: a 90% stenosis, 20 mm length, 6.0 mm reference diameter, concentric/severely calcified, eccentric, and moderately tortuous. The lesion was pre-dilated. A 6 mm angioguard embolic protection device was used for the procedure. The residual stenosis was 10%. The presence of air bubbles was noted. The device remains implanted in the patient and is not available for inspection. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: the report received from the (B)(4) study indicated that the patient was enrolled in the study and had a precise 9 x 40 stent successfully implanted in the bifurcation of the right common carotid artery. The patient's medical history includes: hyperlipidemia, cardiac arrhythmia, congestive heart failure (chf), coronary artery disease (cad), myocardial infarction, and hypertension. The patient met high risk criteria due to chf (classiii/IV) and/or known severe left ventricular dysfunction (lv ejection fraction <35%) and age >75. A 6 mm angioguard embolic protection device was used for the procedure. The report indicated that the patient experienced a neurological deficit after pre-dilation. The event was sudden with duration of less than twenty-four hours and recovery was full with no deficit. No emergent intervention or carotid surgery was required. This event was originally captured as a reversible ischemic neurological deficit. However, the adjudication minutes review was received and additional information indicated that the patient experienced a transient ischemic attack (tia) secondary to an air embolism as the precise stent was being positioned during the procedure. The patient had full recovery by the end of the procedure. The existing code of reversible ischemic neurological deficit will be changed to tia and the event of air embolism was added. (B)(4): the product was not returned for inspection. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13352851 no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Action taken: no corrective or preventive action will be taken, given that; with the information provided the reported failure does not appear to be related to the manufacturing process. Tia is often associated with a temporary stoppage or slowing of blood flow to the cerebral arteries and is a well-known potential adverse event associated with the carotid stent implantation procedure. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may collect in the embolic protection device potentially disrupting perfusion. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. The reported air embolism may be due to improper flushing of the device prior to insertion into the patient, or, air may have been introduced through some defect in the device itself. However, with the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event.